Manufacturer narrative:
(B)(4). The investigation shows that the field service engineer (fse) dispatched on site and noticed that the site had power problems; by resetting the circuit breakers, the problem was solved. System is up and running again.

Event description:
The customer reported no x-ray. Breaker tripped transfer switch and generator.